Event description:
Informed by bma product complaint of "blood leak" during initiation of dialysis. The internal leak of the dialyzer was during the 3rd use of the dialyzer. The pt reportedly experienced a blood loss > than 100 ml. This was due to discard of the extracorporeal sys, not from the actual leak. No pt injury or ill effects were reported. Based on blood loss guidelines for reporting, a dist's report will be filed.